Event description:
Brand new out of box failure, frame is tweeked on this wheelchair, no visible damage to box. Chair will not open and sit level, the left side is tweeked. No patient involvement, protocol questions not applicable.